Manufacturer narrative:
(B)(4). Analysis of returned device revealed that the device does not have any damage; the carrier was actuated three times and it extended and retracted without any issues. Also, it was actuated (deployed) three times with the suture and the dart entered in the slot without any issues, consequently not confirming the reported complaint. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available, the investigation determined that the most probable cause in no problem detected. An investigation is open to address the failure of dart detachment.

Event description:
Note: this manufacturer report pertains to one of two devices used during the procedure. It was reported to boston scientific corporation that two capio opc devices were used during an unknown procedure performed on (B)(6) 2018. According to the complainant, during procedure, the suture was not able to be loaded properly. Reportedly, several attempts were made to load the sutures but it only caused them to lose three sutures and they had the patient undergone an x-ray unnecessarily. This happened on two capio opc devices during the same procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. The reported event may suggest that the dart detached inside the patient and an x-ray was performed to locate the detached dart. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used during the procedure. It was reported to boston scientific corporation that two capio opc devices were used during an unknown procedure performed on (B)(6) 2018. According to the complainant, during procedure, the suture was not able to be loaded properly. Reportedly, several attempts were made to load the sutures but it only caused them to lose three sutures and they had the patient undergone an x-ray unnecessarily. This happened on two capio opc devices during the same procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. The reported event may suggest that the dart detached inside the patient and an x-ray was performed to locate the detached dart. Should additional relevant details become available, a supplemental report will be submitted.